Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).

Event description:
A hospital theatre manager reported that a pt underwent vitrectomy and macular peel, right eye. At the first post operative exam which was conducted five days postoperatively, the pt reported 'bubbles' in her vision. A small clear spherical droplet, 0.5mm in size, was visable floating against the retina at the 12:00 position. It is suspected as being oil. It was only able to be seen by the doctor with the microscope. No unplanned treatment or surgery was required and the outcome is reported as excellent.